Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical agilis 8.5fr sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where the deflection mechanism stopped functioning. During the procedure, the physician felt that the deflection mechanism wasn¿t working properly. The catheter was removed from the patient, and the physician was able to visually confirm that it was not deflecting as intended. The catheter was replaced, and the procedure was completed without any patient consequence. Since catheters with deflection issues are unable to deflect or relax completely, the user cannot use the device, and will have to replace it. The potential that such catheters could contribute to an adverse event are remote. As such, this is not an MDR reportable finding. On 3/9/2017, the biosense webster failure analysis received the device, and it was found that the transition between the tip lumen and the peek housing was cracked open, exposing the internal catheter components. The catheter condition was not noticed prior to insertion or after withdrawal from the patient. No difficulty was noted during the withdrawal of the catheter. The sheath in use was a st. Jude medical agilis 8.5fr. When the internal catheter components are exposed, the risk of thrombus formation is critical. As a result, this event is MDR reportable. The awareness date for this complaint file is 3/9/2017, as that is when the reportable failure analysis lab findings were discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where the deflection mechanism stopped functioning. Upon receiving, the catheter was visually inspected and it was found that the peek housing is cracked open with internal parts exposed, a reportable finding. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application and reddish material were found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally catheter deflection is verified several times before leaving the facilities. The damage observed on the peek housing is related to the t-bar slippage issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly.